Event description:
Related manufacturer reference number: 2017865-2023-04349. It was reported the patient presented for an initial implant procedure. During redocking of the leadless pacemaker on the delivery catheter, the protective sleeve was alleged to have increased pressure on the tethers. This led to premature separation of the leadless pacemaker from the delivery catheter. The leadless pacemaker remained fixated without further issue. Once the delivery catheter was removed from the body, it was observed that the tether was broken. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The report event of broken tether was confirmed. As received, a complete catheter was returned. X-ray examination of the catheter found the release tether was broken, and the broken end was inside the docking cap. Further analysis found signs of fatigue and tensile fracture consistent with procedural damage. The catheter dimensions were otherwise normal.